Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that inside a c-section pack there is a yankauer and the tip broke off inside the patient. There are 4 prongs and there are 2 prongs that were not located. The customer further reports that they could have been suctioned up or still inside patient. They are unable to locate them.

Manufacturer narrative:
Lot number: originally reported as lot 465930 and per additional information received from the customer, the correct lot number is 1725636664. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported that inside a c-section pack there is a yankauer and the tip broke off inside the patient. There are 4 prongs and there are 2 prongs that were not located. The customer further reports that they could have been suctioned up or still inside patient. They are unable to locate them.¿ a review of the device history record (DHR) for lot no. 1725636664 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The actual device was not provided for evaluation. Without a sample, functional testing and visual evaluation cannot be conducted. However, previous evaluations of physical samples unrelated to this actual event, but similar in nature, were reviewed. The analysis was led by a multifunctional team comprised by quality, manufacturing engineering, maintenance engineer and operations (production) to analyze available information. Process review consisted in a process walkthrough. After examining potential causes, it was concluded that: current molding process is following approved instructions and specification, machine and tool are running within specified parameters, all materials are according to device material record (dmr), inspections and testing are according to procedure, and personnel were trained to current standard operating procedure. Previous evaluations, along with design failure mode and effects analysis (dfmea), a method for evaluating a design for robustness against potential failures, identified a potential cause of the reported event. The potential root cause was found to be clinicians may use the device to pry apart anatomy (organ manipulation) causing the tip to break. A production notification was provided to personnel to heighten awareness of the reported issue. Since the current process was found to be running according to approved specifications and standard operation procedures and also product history demonstrates that the device is durable, safe and effective, no further actions are needed at this time at the manufacturing facility. The reported customer complaint could not be confirmed. A root cause could not be determined. The potential root cause was found to be clinicians may use the device to pry apart anatomy (organ manipulation) causing the tip to break. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.